Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a kyphosis correction. "When locking the rod down, the rod continued to slip. Surgeon confirmed rod was fully seated, but could not be further tightened and still slipped with all reduction screws. The surgeon resulted to breaking off the tabs of the reduction screws and seating the rod with the rod reducer then using standard breakoff set screws. Surgeon is concerned that the grip of the reduction screws were not holding correction in the spine. At an unknown time post-op it was reported that the set screws at the bottom of the construct are loose thus allowing the rod to slip out of the tulip head of the screw. After careful consideration, surgical follow up was required due to the rod slippage. The case was revised and new screws were used to replace the removed screws. As reported previously, the reduction set screws at l2 had loosened to allow the rod to slip out of the tulip head. When the problem was surgically explored it was found that the set screws at l2, l1 and t12 on both the left and right sides were all loose, which had also caused a failed fusion between t12 and l2.¿

Manufacturer narrative:
Analysis of the returned device shows that set screw locations within construct are unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height, as well as asymmetrical rod interface witness marks on set screw face are atypical of full tightening. Node deformation height (@ center) significantly different than bench comparison samples. Set screw material movement around node suggests cyclic axial movement of the rod may have abraded set screw node height and shape. Axial witness marks are noted. Set screw rod interface node height and witness marks indicate rode may not have been completely seated in rmas saddle at final tightening.